Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the cable for a probe was reported to have been damaged. The reported issue occurred following an incision. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found the led was not firing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.